Event description:
It was reported that this right atrial lead exhibited failure to capture at max output due to a dislodgement as confirmed through x-ray. This lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.